Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Rush head broke off in mouth / while brushing teeth, half of the brush head (bottom piece) came off in mouth / bottom part fell off [device breakage]; after using the head for a while and running on the handle it would start shaking while using it, thought the problem was the metal pin didn't fit well in the cavity inside of the brush head that it slides on [device physical property issue]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that while he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown, half of the oral-b dual clean brushhead (bottom piece) came off in his/her mouth; he/she was able to spit it out immediately and did not choke, gag, or anything. The consumer noted that he/she had been using the dual clean brush head for decades and never had a problem. However, within the last year, after he/she had used the brush head for a while and running on the handle it would start shaking while using it that was different than the brush vibration. The consumer explained that the brush head didn't fall apart, and he/she thought the problem was that the metal pin didn't fit well in the cavity inside of the brush head that it slides on and it almost felt like the brush head was going to fall off. He/she had purchased a new package of brush heads, and the first brush head worked for 2 weeks. Then the consumer felt the brush head vibrating but he/she continued to use it; on (B)(6) 2016 the bottom part of the brush head fell off. The consumer thought that he/she had lost a crown at first but it was the actual piece of the brush head. The consumer still had two brush heads from the same package that were not used or opened; he/she stated that he/she would use the second of that three pack. No symptoms developed.

Manufacturer narrative:
28-nov-2016 product investigation results: reporter returned two toothbrush heads on 27-oct-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head broke off in mouth / while brushing teeth, half of the brush head (bottom piece) came off in mouth / bottom part fell off [device breakage]; after using the head for a while and running on the handle it would start shaking while using it, thought the problem was the metal pin didn't fit well in the cavity inside of the brush head that it slides on [device physical property issue]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via phone on 06-oct-2016 that while he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown, half of the oral-b dual clean brushhead (bottom piece) came off in his/her mouth; he/she was able to spit it out immediately and did not choke, gag, or anything. The consumer noted that he/she had been using the dual clean brush head for decades and never had a problem. However, within the last year, after he/she had used the brush head for a while and running on the handle it would start shaking while using it that was different than the brush vibration. The consumer explained that the brush head didn't fall apart, and he/she thought the problem was that the metal pin didn't fit well in the cavity inside of the brush head that it slides on and it almost felt like the brush head was going to fall off. He/she had purchased a new package of brush heads, and the first brush head worked for 2 weeks. Then the consumer felt the brush head vibrating but he/she continued to use it; on (B)(6) 2016 the bottom part of the brush head fell off. The consumer thought that he/she had lost a crown at first but it was the actual piece of the brush head. The consumer still had two brush heads from the same package that were not used or opened; he/she stated that he/she would use the second of that three pack. No symptoms developed.